Event description:
Caller states that a patient tested at either 9:00pm or 1:30am with a result of 215mg/dl or 216 mg/dl. Caller states that 30 minutes later the patient result was still >200 mg/dl. A lab result obtained an unk time later returned as 19mg/dl and customer was given dextrose at that time. Caller states that the patient was treated based upon a device result, but does not indicate which result. Requested return of suspect device and replacement was sent.